Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump was dropped into the tub and then the display went blank. The customer's blood glucose level was 312 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the operating currents test, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump had a cracked lcd window and a cracked reservoir tube lip.